Event description:
It was reported that the customer was hospitalized after losing consciousness and rolling his car over due to low blood glucose levels. The customer's blood glucose reading was 60 mg/dl when admitted. It was stated that the customer was wearing the sensor at the time, but the sensor is never accurate. The customer later called for troubleshooting. The customer does not prime while being connected to the infusion set. The customer's priming technique was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.